Event description:
Information was received that air pressure of the cuff during the use of the product was measured at a lower value than what it should be on a smiths medical portex tracheostomy tube blue line ultra. The product was replaced with a new one, and no patient injury resulted.

Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/870/070 with lot number reported unknown; the sample was received in used condition. During visual inspection no discrepancies were found. During functional testing, no discrepancy were found. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.